Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection of the wearable was performed and found major damage as wire was gooseneck. An external visual inspection of the applicator was performed and passed. An internal visual inspection of the applicator was performed and failed due to broken needle. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction/ addition is required. It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was opened, and the internal visual inspection failed due to broken needle. The wearable was also provided for investigation. An external visual inspection was performed and failed due to goose necking. The allegation of applicator deployment was confirmed. The probable cause could not be determined. Additionally, a broken needle was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. G3 date received by mfg - addition information. G6 type of report - addition information. H2 additional information/ device evaluation - addition information.